Event description:
On (B)(6) 2012, the patient's mom claimed the patient's blood glucose became high and required medical intervention at the hospital when large ketones were detected. The reporter felt that the patient's basal rate is too low and required an adjustment. Unfortunately, animas made several attempts to contact the reporter back to complete troubleshooting but was not successful. This complaint is being reported because, the patient required medical intervention for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.